Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush charger sparked - oral-b rechargeable toothbrush [device catching fire]. Case narrative: consumer contacted via phone and stated that their charger had sparked and would no longer charge. No injury was reported.

Manufacturer narrative:
25-mar-2026 - product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Toothbrush charger sparked - oral-b rechargeable toothbrush [device catching fire] . Case narrative: consumer contacted via phone and stated that their charger had sparked and would no longer charge. No injury was reported. Follow up received on 25-mar-2026: product investigation results - no manufacturing cause and no design issue identified based on investigation. No injury was reported.